Manufacturer narrative:
Product ID 8590-1, lot# n257983, implanted: 2010 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory (B)(4).

Event description:
Premature battery depletion was reported. Per reporter, the pump logs read 15 months to eri (elective replacement indicator), though the pump was implanted in 2010. There were no patient symptoms associated with this event; patient status was noted as alive with no injury. Drugs delivered via the device were fentanyl and clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.